Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, the surgeon tried to used a wrong anvil. To resolve the issue, the surgeon used a different endoscopic stapler instead of circular stapler. There was no patient injury.